Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that noise appeared on the image because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken due to a twist on the cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the autoclavable camera head video was distorted. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. There was image noise due to cable deterioration. In addition, the cable was twisted. The connector electrical contact was worn. The connector cracked. The head section scope mount was bent. The head part of the scope mount was corroded. The head part focusing ring was heavy to operate. The head part imaging was flooding. The head part imaging was deteriorating. The head part scope mount operation was heavy. The cable was flooding. The head part scope mount optical axis had misalignment. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.